Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided. According to the surgeon, the object that was removed was not identified as a metal item. Instead, it was described as a foreign body that the patient mentioned as being reflective to light during a post-operation examination.

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, a tiny piece of surgical grade metal fragment on the lens implant of their right eye after the procedure. Additional information was received as the lens explanted.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).